Manufacturer narrative:
Per case notes, a second attempt was made to remove the sensor and the removal procedure was successful. D6b. If explanted, give date: (B)(6) 2023.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 26 june 2023, senseonics was made aware of an adverse event where physician was unable to remove the previous sensor on the first attempt made.